Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/9/2024, it was reported by a facility representative via email that an ar-2323bcc biocomposite swivelock was implanted in a patient on (B)(6) 2024 during an rcr procedure. The patient developed a postoperative infection. No additional information was provided.

Event description:
Additional information received on 12/19/2024: the patient presented to a local walk-in clinic with concerns of infection on (B)(6) 2024. The patient had swelling and incision concerns and was treated with cephalexin antibiotics. On (B)(6) 2024, the patient reports pain and redness to a superolateral aspect of the left shoulder. Clindamycin was prescribed. On (B)(6) 2024, 5 weeks post-operative, the patient noticed a whitish bubble on the left shoulder incision that popped in the morning. It was determined the patient had a light growth cutibacterium acnes from an anaerobic culture. On (B)(6) 2024, the patient underwent an incision and drainage procedure and was admitted to the local hospital for antibiotic treatment and was followed up by an infectious diseases doctor. Additional information received on 1/7/2025: the incisional area dramatically improved, small bleb opened on its own on (B)(6) 2024. The wound was cleaned during an office visit. There was no purulence noted, a small amount of yellowish fibrous tissue was evacuated, and the patient was placed on daptomycin. Recent cultures are negative for new growth.

Manufacturer narrative:
Additional information: b5, g3.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.